Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012, to report that since beginning use of cgm, the patient has experienced a severe allergic reaction to the sensors. She experiences a red welt at the sensor insertion site and around the sensor adhesive edges. The most recent sensor was inserted on patient's leg on approximately (B)(6) 2012. Patient consulted with a physician. The physician recommended contacting the manufacturer to ask for an alternative sensor with a different composition. No such alternative is available. At the time of her call to technical support, patient's mother reported that the welts had healed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.